Event description:
It was reported that, "pt complained of pain and dysfunction in shoulder. Surgeon converted shoulder from hemi-arthroplasty to total shoulder replacement."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The pt decided to keep the device. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.